Event description:
It was reported that the device failed to complete a boot-up cycle. This could inhibit the user from using the device in a critical situation. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly, energy storage capacitor, dielectric defibrillation capacitor shield and capacitor support bracket and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed assemblies at the failure analysis center and observed that the energy storage capacitor had leaked an oily substance due to a hole that had been soldered incorrectly and that the dielectric defibrillation capacitor shield and capacitor support bracket were contaminated with oil from the energy storage capacitor. Physio-control then further evaluated the power supply assembly and determined the cause of the failure to be due to residue around filters, designators fl4 and fl10. The originating source of the residue found on the filters could not be conclusively determined.